Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, implantation was stopped due to strange felt during implantation. The surgery was completed after replacing with another unspecified lens.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Lens received outside of the lens case, on a piece of gauze in a zip locked bag. Solution is dried on the iol (intraocular lens). One haptic is adhered to the optic surface in a folded position, the other haptic is slightly deformed. There are fibers adhered to the optic. The iol met specifications when dimensionally measured for edge thickness and plan view. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint "implantation was stopped due to strange felt during implantation" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation and the clarification on the 'strange felt during implantation'. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).